Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed auto mode switch episodes due to oversensing of ventricular noise on the right atrial lead. Chest x-ray was performed. On (B)(6) 2019, during in office device check, it was noted that the right ventricular lead exhibited noise due to insulation anomaly, the lead also exhibited elevated capture thresholds and decreased sensing. The patient was asymptomatic to the event. No intervention was performed at this time.